Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the light was out on the unit. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The auxiliary illuminator lamp would not switch on, and replacing the xenon lamp did not resolve the issue. The company service representative replaced the illuminator module to address the issue. The system was then tested and met all product specifications. The illuminator module was received with a xenon lamp inside. A visual assessment of the returned samples showed no obvious nonconformities. Functional testing found both the auxiliary illuminator and xenon lamp to meet product specifications. The reported event could not be replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issue within the system. The manufacturer internal reference number is: (B)(4).